Manufacturer narrative:
The reported events of high lead impedance and ¿something movable in lead¿ were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
During an in clinic follow up, high pacing impedance was noted on the right atrial (ra) lead. Diagnostic imaging was performed and no anomalies were noted. The ra lead was explanted and replaced to resolve the event. Following the explant, it was noted the lead made noises, it was suspected something was moving in the lead. The patient was stable.